Event description:
During the atrial fibrillation procedure, the inner dilator of the sheath was scratched by the transseptal needle, and the plastic was stuck on the needle when it was being advanced. Both devices were replaced and the issue was resolved and the procedure was completed. There were no adverse patient consequences before, during and after the procedure. The stylet was not used, and the needle was not reshaped.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Swartz/fast-cath transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿ the cause of the perforation is consistent with not following the instructions for use.